Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a post-op infection and underwent a tissue reduction surgery (date not reported). It was also reported that the abutment was lost on (B)(6) 2015. The fixture remains insitu.